Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the location of the damage was on the case of the battery tube side. The customer reported receiving replace battery alert. The customer reported no adverse event. The event involved product(s) acc-1601 and mmt-1884l. Troubleshooting was performed for the replace battery now alarm, and the issue was resolved by replacing the battery. Troubleshooting was performed for the pump clip, and the non-serialized product was being replaced. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. No harm requiring medical intervention was reported. No product return is required for acc-1601. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Ump failed to boot up once installing aa battery, blank display was noted. Unable to perform the sleep current test, active current test, and self-test due to blank display. Test p-cap locks properly into the reservoir compartment, however, a cracked retainer ring at the knit line was noted. Unable to download pump history files and traces using thump software due to blank display. Pump was cut open to perform visual inspection and found evidence of physical damage. Found a misaligned battery tube. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Blank display was confirmed during testing due to a misaligned battery tube. Unable to verify customer's complaint for unexpected battery power loss due to blank display. Cosmetic damage was confirmed at the battery compartment. Retainer ring damage was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.